Manufacturer narrative:
Investigation into this issue is ongoing.

Event description:
Event occurred in the united states of america. Imprecision issues with one patient, 2 draws at this site. Patient went to the hospital and a hstni was run and it was negative. Method/cutoffs not provided for hospital method. All samples were run shortly after collection and patient went to hospital right after leaving the office. No further patient information was provided.

Manufacturer narrative:
Unable to determine the root cause of the discrepant high tni observation. In-house testing illustrated that the product is performing as expected relative to the complaint and the data has been determined to be acceptable according to the risk statement. Although an exact root cause has not been determined, the issue was not repeated with additional testing, and appears to be an isolated event. Based on the information available, there is no indication of a product deficiency and no corrective action is required.